Event description:
The customer reported that the micro sagittal saw will not hold blades. Upon evaluation at the manufacturer, it was found that the device had severe blade whip which would look like the blade was not locked in all the way. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Event description:
The customer reported that the micro sagittal saw will not hold blades. Upon evaluation at the manufacturer it was found that the device had severe blade whip which would look like the blade was not locked in all the way. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection a cracked yoke was found.